Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she went to sleep one night, and didn't wake up for three days. The customer stated that she was in a coma, and was home alone at the time. During the hospitalization, the customer experienced a blood glucose drop of 80 points even though she was not delivering any insulin through the insulin pump. The customer stated that the nurse practitioner had changed the basal rate settings, and that may have caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.